Manufacturer narrative:
Exact date unknown, event occurred couple months ago the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had frequent ipg charging. The patient underwent an ipg replacement procedure and the explanted ipg was not returned.